Event description:
It was reported that the handle of the vertecem v + cement kit was blocked. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Without a lot number the device history records review could not be completed. A visual inspection was done. The destruction of the cartridge holder is only possible after exerting increased force on the cartridge, the handle was not blocked, but rather transfer was not possible. The cause is from the syringe being full or the transfer unit was closed.